Event description:
This MDR is being filed as misapplication due to atrophic tissue. It was reported that while performing an initial urethral bulking implant material procedure in 2006, the doctor had difficulty with excess implant material on the needle and some of the implant material went into the bladder. A small amount of the extrusion of the implant material was noted on the left side at the bladder neck area. The floating implant material in the patient's bladder was left for the patient to void. The doctor stated that the patient has some scarring from a previous rectocele repair and visualization of anterior urethra was quite difficult with the weight vaginal speculum in place. The patient was discharged with keflex and darvocet-n as a preventative measure. Nine months later, the patient experienced blood in her urine and pain and was diagnosed with a urinary tract infection. The patient was prescribed macrobid and keflex. The implant material subsequently eroded into the vagina causing vaginal bleeding. The tissue healed without a fistula being developed. The next month, the patient had an e.coli urinary tract infection and was treated with macrobid. In 2007, the patient was injected with an alternate bulking implant material and prescribed enablex as a precautionary measure. The patient is asymptomatic, as far as the infection is concerned, but is incontinent.

Manufacturer narrative:
The lot number is unknown, therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass or the resulting implant require specific attention to the injection site, needle orientation, and depth of needle placement, rate of injection and injection volume, in order to achieve the highest rate success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. To facilitate root cause analysis of erosion, bard created a cause and effect diagram. In this diagram we analyzed impact of accessories, implant material, patient specific factors and injection technique factors. Bard conducted a retrospective review of genyx and bard dmrs (device master record, las piedras, pr facility). As submitted in the PMA supplement for a facilities change to las piedras, per, both mdrs are equivalent in all relevant aspects including: materials, quantities of dmso and evoh, mixing time and temperature; the processes for mixing, transfer, filling, sealing the vial, capping and labeling operations; and in process and final test and inspection requirements. A review of bard dhrs (device history record) from june 2005 to july 2006 found that 1) all raw materials were found to be within specification and 2) all 14 lots were manufactured using the same procedures, methods, inspections and specifications as approved in the PMA. The manufacturing parameters related to quantity of dmso and evoh, mixing time and temperature were within the acceptable ranges. The review verified that each lot produced was manufactured in accordance with the dmr. The lot number for this complaint was not provided therefore, it is possible to identify the applicable DHR. Based on our DHR review, no changes were noted and therefore, the implant material and impact of accessories have been eliminated as a root cause. Based on this process of elimination, patient selection and injection technique were identified as the most likely root causes for the erosion report. Bard's root cause analysis identified patient selection and injection technique as potential contributing factors to successful patient outcomes. Bard performed a review of adverse events reported for exposed material, erosion and necrosis on a per physician basis. The analysis showed that the events were reported across multiple physicians with few occurrences (=<2). Bard has consulted with an expert in urogynecology regarding his clinical experience with tegress. He provided a clinical expert review of the severity of adverse events and the importance of proper patient selection and injection technique to reduce adverse event reports. The clinical expert opinion confirmed our conclusion that proper patient selection and injection technique are contributors to exposed material. Bard's existing physician training program and the IFU focuses on proper patient selection and injection technique. Consistent with the IFU, bard has emphasized these critical factors by sending all user tip sheets and a direct mailer from a key medical opinion leader.